Event description:
Reporter alleged discrepant blood glucose values of lo back to back with a result of 383 mg/dl when testing was performed 5 minutes apart on the active system. No actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.